Manufacturer narrative:
The field service representative conducted assay performance testing which was acceptable. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A possible root cause for the non-reproducible false high result is a pre-analytical issue. Additional possible root causes may be improper handling of the reagent or system reagents, or contamination of the environment with the analyte.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer obtained a questionable high result for one patient sample using the elecsys testosterone ii assay (test) on the cobas 6000 e 601 module. All results are in units of ng/ml, and all were released to the physician. The initial result was 5.17. The sample was then stored at 2-8 degrees celsius. The physician did not believe the result since the patient is female. On (B)(6) 2017, the physician requested a repeat result. The sample was beyond the stability time point for storage at 2-8 degrees celsius per product labeling; however, the customer repeated the sample with results of 0.041 and 0.044. On (B)(6) 2017, the customer analyzed an aliquot of the original sample that had been stored frozen at -20 degrees celsius. The result was 0.040. There was no allegation that an adverse event occurred. The test reagent lot number is 137627; the expiration date was not provided. Quality controls were acceptable prior to and after the event. Calibration was last performed on (B)(6) 2017. Alarm information was reviewed and contained two "abnormal probe sucking" and some "sample short" alarms. There was no fibrin or clots observed in the sample. Investigation activities are ongoing.